Manufacturer narrative:
Evaluation results - a lot number search was performed on the cartridge for similar complaints within the search and one similar complaint was found.

Event description:
The reporter stated that the surgeon was using a competitor's lens with a microstaar injector and the lens tore during insertion due to the injector. The original incision was enlarged to remove the lens and another lens was inserted and suture used to close the incision. This is one of two incidents that occurred on this patient. See manufacturer report number 2023826-2007-00694 for the other incident.